Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2021, it was observed that a ventricular burst episode was recorded on (B)(6) 2020, showing external interferences. The patient did not report performing any activity that could have generated these interferences on this day. Preliminary analysis results confirmed that the episode showed artifacts on the ventricular channel (125-ms coupling intervals, i.e. At 8-hz) that were most probably due to the detection of strong electromagnetic interferences (emi) by the device.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2021, it was observed that a ventricular burst episode was recorded on (B)(6) 2020, showing external interferences. The patient did not report performing any activity that could have genereted these interferences on this day.